Event description:
Customer reported a pt sample with anti-c, -fya and -e did not react with the treated or untreated cells of 0.8% resolve panel c lot 8rc170. No death or serious injury is associated with this event.